Manufacturer narrative:
The customer¿s reported complaint of a broken rubber motor mount was confirmed during a physical inspection of the returned part. Returned motor mount lot number or manufactured date was not identified. However, the motor mount is suspected manufactured after feb 2016 according to co (change order) (B)(4), when the black color motor mounts were released. Scar # (B)(4) was opened in 22 sep 2017 to address associated issue related to the damage occurring on the pump module rubber motor mounts. As a result of the scar, the vendor has created a corrective action plan by producing a swi (standard work instruction) for part numbers that use vacuum pumps to state the cleaning of mold, hoses and filters to prevent occlusion in the vacuum system. A checklist with for cleaning performed with supervisor verification was created. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4)which confirmed no similar complaints with the same or related failure mode. There was no patient involvement at the time the issue was identified.

Event description:
It was reported that during preventive maintenance, the facility's biomed technician noticed broken motor strap on the lvp module when checking for any cracked post on the bezel .there was no patient involvement.